Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Alert summary indicated that high voltage therapy was delivered. Upon reviewing egms, there was no episode of therapies delivered. It was suspected that the ability to record new ventricular tachycardia (vt) therapy episodes was compromised due to too many supraventricular tachycardia (svt) and non-sustained events in the device memory. Programming changes were made. The patient was stable.